Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis (ipp) due to a crack in the pump connecting tube. The device components were replaced, and a patient outcome of improved following the procedure was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually examined. Both cylinders passed visual inspection and the bend test. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and passed leakage test. The momentary squeeze (ms) pump was visually inspected, leak tested and functionally tested. The pump tubing (reservoir) was cut down to the pump block; the tubing was not returned for analysis. Ms pump had trimmed krt (cylinders) with wqc. Ms pump passed leak test and functional testing. Product analysis was unable to confirm the reported allegation. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis (ipp) due to a crack in the pump connecting tube. The device components were replaced, and a patient outcome of improved following the procedure was reported.